Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. The root cause could not be determined. Possible causes include improper cover attachment to the scope, physical damage to the cover, and chemical damage to the cover due to adherence of anti-fog agent. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2, e3. E2/e3: updated to correct initial reporter information. Reproduction testing was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode manufacturer site, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729). Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction testing results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, therefore, the specific root cause could not be determined. As part of the formal investigation, the possible causes for the drop off of maj-2315 are likely to be the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The complaint device was not returned to olympus. However, the evis exera iii duodenovideoscope was returned for evaluation. A test distal cover was used for inspection. The test single use distal cover was able to be securely attached to the distal end of the videoscope. This was further confirmed by the positioning of the hook on the distal ring that became completely visible within the opening of the distal cover; as is stated in the quick reference guide. Additionally, the seam at the top of single-use distal cover showed no damages after placement onto the distal end. The distal cover was gently pulled and twisted to verify that the part did not slip, or come off. After verifying that there were no issues with the single use distal cover, it was removed without any difficulties. The videoscope then passed a leak test. The evaluation did identify a dent in the hold ring, damage to the camera cover insulation, and a crack in the a-rubber glue (bending section). The quick reference guide for the complaint device contains the following statements: -"position your finger at the center on top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover." -"hold the distal end of the bending section. Pull the distal cover gently to confirm that it does not slip and come off." -"twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off." -"caution: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g.,vaseline®) to the distal cover and the endoscope." This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the single use distal cover fell off in the patient. The cover was being used with an evis exeral iii duodenovideoscope. No other information was provided.